Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 329 mg/dl. The troubleshoot was performed. The customer was unable to complete troubleshooting , she will go home and try to resolved the issue. The customer was advised to try another site and or the sample infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.